Event description:
As reported: "ring (snap ring) on the nail holder has come loose."

Manufacturer narrative:
The reported event could be confirmed, since the ring was returned detached from the device, as reported. The device inspection revealed the following: the device was returned with the c-ring separated from its usual position. Otherwise, the received target device is overall in good condition, with normal signs of usage and no visible damage. The c-ring was found to be slightly deformed and has a greater gap than usual. The c-ring could be reattached and detached with minimal force, which is not intended. This deformation and associated loosening of the ring most likely comes from mishandling during use or during reprocessing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause was attributed to a user related issue. The deformation of the c-ring indicates towards a mishandling at the user end, and was probably removed for reasons unknown. The ring is not designed to be removed, not even for cleaning purposes. In addition, it is worth noting the device was manufactured in 2010: therefore, normal wear and tear could have played a role as well in the reported event. As a reminder, the stryker instructions for cleaning, sterilization, inspection and maintenance provide information to identify when the device should no longer be reused or is still within specification. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "ring (snap ring) on the nail holder has come loose."